Manufacturer narrative:
This report is being filed to relay corrected and additional information, which was unknown at the time of initial medwatch.

Event description:
Patient's left knee was revised due to instability.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Product location unknown.

Event description:
A revision procedure has been indicated due to unknown reasons; however, no revision procedure has been reported to date.